Event description:
It is reported that during surgery on (B)(6) 2009, the surgeon found out the poly liner "became moldy on the surface", and asked for a new one to insert. Surgery was delayed 30 minutes.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.